Event description:
It was reported that a patient experienced three occlusion alerts with her most recent set of cd infusion sets, which required early replacement of the infusion set. During the first occlusion, the patient was unable to replace the set immediately, resulting in elevated blood glucose levels up to 388 mg/dl and mild illness. The patient administered 2 units of insulin via pen and drove to the emergency room; no treatment was required as blood glucose returned to range shortly after. The patient was also undergoing chemotherapy at the time. The second and third occlusion alerts did not affect blood glucose, and the patient was able to replace the infusion sets quickly. The patient did not troubleshoot these alerts and disposed of the affected sets. The agent advised that if the issue persisted, the patient should contact support to determine if it was a user or product error. A replacement box of cd infusion sets was sent via standard shipping. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.